Manufacturer narrative:
Thermogard xp ivtm system (s/n (B)(4)) will not be returned for evaluation; however, the console was serviced at the customer's site. The defective fuse was replaced to remedy the complaint. The final functional test was performed and no errors or anomalies were observed. The customer will retain all service records. In the case the device is returned, the complaint will be re-opened to perform an investigation. Customer site.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the thermogard xp ivtm system (sn: (B)(4)) has no power when a nurse was setting up for patient use. Another system was used to continue and complete their temperature management therapy. No patient involvement was reported.